Event description:
It was reported that on (b)(6) 2026, the patient experienced occlusion issue which led to hyperglycemia. The event was managed with Correction injection via multiple daily injection (MDI).

Manufacturer narrative:
MDR 3003442380-2026-60092 / Initial 1 of 2.Name: Tandem,Country: United States of America,Street: 11045 ROSELLE STREET SUITE 200,City: SAN DIEGO,State: California,Zip Code: 92121.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number,Reporting Site: 8021545,Manufacturing Site: 3003442380.